Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that customer unable to fill reservoir. Customer stated when she attached the insulin vial to other reservoir it worked but when she tried to expel air from reservoir to insulin vial the plunger was not moving. Customer changed reservoir. Customer's blood glucose was unk. Customer also mentioned sensor stuck in the serter and buttons on the insulin pump was stiff. No further info provided.